Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test, unexpected restart alarms or motor error alarm noted during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received unexpected restart alarm, motor error alarm and off no power alarm. The customer's blood glucose was 331 mg/dl at the time of call. The customer's spouse stated that the insulin pump was not stored or not in use for an extended period of time. The customer's spouse stated that they received low battery alarm prior to off no power alarm. The customer's spouse stated that the drive support cap was sticking out. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.